Event description:
The patient contacted animas on (B)(6) 2012 reporting a hospitalization related to high blood glucose. The patient was unable to elaborate on the sequence of events but reported being "brittle" diabetic that did not feel when blood glucose levels were going from low to high in a matter of a few minutes. The patient stated that the pump was just started a couple months earlier and the diabetes educator had recently made adjustments to the patient's insulin regimen. The patient also indicated that the last several months had been very difficult after experiencing a heart attack and stroke earlier in the year. Due to the uncertainty of the sequence of events, this report is made based on the indication that the patient was hospitalized for hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.